Event description:
A malfunction alarm, specifically alarm 20, was reported while loading the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer attempted to load a new cartridge with assistance from customer technical support (cts), but the alarm recurred, preventing resumption of insulin therapy. Cts arranged to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy. Customer was instructed on returning the faulty pump and understood the process.